Event description:
The plaintiff's attorney allege that the decedent experienced circulatory and cardiac complications on unknown (dates), then experienced a cardiovascular event and subsequently expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs # 1225714-2014-00125, -00126, -00127, -00128, 2937457-2014-00043, -00044.